Event description:
Add'l info rec'd from MFR 1/18/2002: this is in response to the letter requesting info to assist in evaluating an incident that was reported to the center on 11/17/2001. The report, #mw4003140 was created and coded by the agency after a letter was received from a private individual. No medwatch report had been received. The info provides no hosp or healthcare professional reference that allows MFR to accurately link the info to a report or to follow up with the facility to obtain further info. MFR understands and support the need to keep the source of info confidential, but based on the info provided in letter and report, MFR is unable to positively identify the event and respond to questions.

Event description:
Pt passed away because of a malfunction of device called intersept 1351/cb. The dr performing the heart surgery told rptr that the device did not operate properly resulting in the death. Rptr stated that device lacked a safety valve. This device is a cardiotomy reservoir used during open heart surgery.